Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the full lead was returned and analyzed. Analysis was performed and the proximal lead conductor was fractured/flexed (in-vivo). Concomitant medical products: product ID: 4196-88, lead implanted: (B)(6) 2009. Product ID: 6947-65, lead implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the atrial lead had a suspected fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.